Event description:
The device result was normal and she took her medication. She said her glucose dropped and emt's were called. The emt's treated her with glucose tabs. The device was replaced and requested to be returned for evaluation.